Event description:
According to info received, the user was being helped onto a powered pt transport at the top of a flight of stairs. Either the user or the helper failed to insure that the seat swivel mechanism was locked into place. The seat swiveled as the user was sitting down, causing her to lose her balance and fall down the stairs. The aide tried to prevent the fall, lost balance, and fell down the stairs.

Manufacturer narrative:
User reportedly received stitches and was allowed to return home after medical examination. No info was available on any injuries to the aide.